Manufacturer narrative:
On 21-jun-2023, bwi received additional information regarding the event. No air was introduced to the patient. No neurological symptoms were exhibited post procedure. No medical intervention was required. Additionally, the product was received by the bwi product analysis lab. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter. Then, a back pressure test was performed, and values were observed within specifications, no issues were observed. Neither leak nor air aspiration was observed. Device history record was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Biosense webster manufacturer's reference number (B)(4) has 2 reports. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and air was drawn to the vizigo from the side port. The issue occurred when the catheter was being replaced. Once the issue was identified, the sheath was replaced with a like device--however, the second sheath experienced the same air draw issue. The second sheath was replaced with a third like device, and the issue resolved. The procedure was continued and completed without patient consequences. The hemostatic valve of the two complaint devices (with air flow into the side port) was not broken. Air flow into side port is MDR-reportable.